Event description:
Report received from the USA stating that the device was "overheating." The device was being used during operation. There was no patient or user injury reported. There was no additional information.

Manufacturer narrative:
The device has been received by anspach. The event was not confirmed. The device was evaluated and excessive grease was found on the gears, but the device met the temperature requirements. If additional information is received, a supplemental report will be sent. (B)(4).